Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt has lost weight and the ipg has moved down. The pt sat on the ipg which pinched on her skin caused pain. The pt can charge and communicate with the ipg using the charger and patient programmer. Surgical intervention will be undertaken at the future date.